Event description:
The customer reports that blue particles from the device jaws came off and stuck to patient tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). Return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.